Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 205 mg/dl and the sensor glucose was 63 mg/dl. Insulin delivery was suspended due to sensor value was 80 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened or used sensor and performed visual inspection and found insertion needle bent inside the sensor base. Unable to confirm customer received sensor in that condition due to customer returned opened or used.